Event description:
The customer reported that the system's x-ray beam field size was outside of the viewable image specifications by 5% and the system required collimator calibration. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep adjusted the sizing to view the correct image size and aligned the collimator. The system was tested and found to be working as intended and put back in service.